Manufacturer narrative:
Device evaluation: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information.

Event description:
Material # 305916 batch # unknown. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): 44167. Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: twin brooks public health centre. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: needle was inserted, syringe would not compress. Bd safety glide needle 25g 1 inch lot #regx036b. Child required second poke with new needle to deliver vaccine. Query blocked needle? Impact of incident: patient received vaccination, but required an additional poke. Who was affected? Patient. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: 308-305916. Was the device retained? No. Investigation request. Expected type of investigation: lot review. Clinical contact information.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.